Manufacturer narrative:
At the completion of the investigation based on the information available, clinical was able to find substantial evidence to support the following reported events: endoleak type iiib, and secondary endovascular repair. Additionally there was evidence to reasonably support the following observations; neck hematoma and medical management of abnormal blood loss, and stent cage dilation of the main body. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity and fabric stretching of the main body was a combination of excessive dilation of the strata material against pre existing calcifications of the at implant due to an persistent intraoperative endoleak. These set of circumstances does not reflect user, anatomy, and procedure related issues. There were no off label contributing factors, but the calcified iliacs are a cautionary product use. Associated clinical harms for these device failures included: type iiib endoleak; and, an additional endovascular intervention. The final patient disposition was reported to be stable. At the index procedure, there was a procedure-related issue regarding a neck hematoma of 8 cm due to central line insertion complication, which required medical intervention prior to discharge. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Correction: (B)(4).

Event description:
Since the initial reporting of this complaint, additional information was received on 07/17/2017. The patient had a secondary procedure to reline with a bifurcated and vela infrarenal device that was completed on (B)(6) 2017. The patient was reported to be in stable condition post secondary procedure.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
The patient was initially implanted with a bifurcated stent, an infrarenal aortic extension and a limb stent. On (B)(6) 2017 a follow up computed tomography (CT) showed the patient had a dilation of the proximal end of the bifurcated stent with a potential endoleak. The physician is planning a subsequent endovascular procedure to resolve the issue. To date a secondary intervention has not been reported to endologix. There have been no additional adverse events reported for this patient. The patient is reported to be in stable condition.